Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of two reports (3007042319-2015-04131 and 3007042319-2015-04132) submitted for devices related to the same event.

Event description:
It was reported by the patient that he experienced a "possible controller shut down". The patient's son states that during the exchange of battery 2, the controller screen went blank, and there was no audible alarm heard. Battery 2 reportedly had 1 bar remaining and battery 1 was fully charged. The patient reported feeling dizzy during the loss of power. The site exchanged the controller and battery. Investigation is ongoing. This is report 2 of 2.

Manufacturer narrative:
The incorrect serial number was inadvertently submitted in the initial 3500a. (B)(4). Additional information was provided: there was damage to the controller; the power ports were loose. The screen went blank when low battery was disconnected. The word "watts" was missing a part of the lcd characters. The issue was resolved with controller and battery exchange. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. This is one of two reports (3007042319-2015-04131 and 3007042319-2015-04132) submitted for devices related to the same event.